Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. During the procedure, it was reported that 4 balloons ruptured. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that the shape of the balloon and the presence of blood mark indicate that it has been used in surgery. During functional analysis it was not more possible to inflate the balloon, due to a leak on it. During visual analysis, the leak was confirmed and located on the distal peak of the balloon. Based on the information provide, functional and visual analysis, the most probable root cause of the leakage is attributed to the contact with bone splinters and/or surgical tools during surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.